Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high (specific value unknown) at the time of event and the patient was treated with correction bolus via pump and multiple daily injections (mdi). Patient replaced supplies as necessary and resume insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008068, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008068 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f05750 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06 on 05-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4g00956 was manufactured according to the wi version 64 and manufactured in the machine sc08 on 20-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.